Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approximately 28 months post procedure. It was reported that approximately 28 months post a left common carotid artery stenting procedure, in 2009, the pt returned to the catheter lab for treatment of in-stent restenosis. Reportedly, the stented area was 90% restenosed. A stent was placed inside the stent. There was no adverse pt sequelae reported. Two days postprocedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of stented segment is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.